Event description:
On (B)(6) 2012, the distributor contacted animas alleging that the up arrow, down arrow, and ok keypad buttons were unresponsive. There was no reported patient impact as a result of the alleged malfunction. There is no additional information available at this time. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
(B)(4): evaluation revealed that the ok, up arrow and down arrow keypad button symbols were worn but the keypad rubber was intact. Evaluation revealed that the ok keypad button was intermittently unresponsive. All other keypad buttons responded appropriately. All keypad buttons have normal spring back or click. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.